Manufacturer narrative:
Medwatch mailed via (B)(6) 26/may/2011. Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Received voluntary (B)(4) from the FDA stating "patient was diagnosed with alcl- anaplastic large cell lymphoma - around her right saline breast implant." A call was placed to the surgeon's office to gather add'l info about the device, pt demographics and pathology. The device was placed in 1998. The devices have been removed and she has been treated for her lymphoma." At the time of this submission, there has been no add'l info received from the office.